Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to product engineering who concluded that the return drill exhibited marking on the cutting surface consistent wit metal contact while in use. This contact could cause damage to the cutting surfaces and contributed to the break. It is possible that metal contact along with the application of a bending moment while in use could cause the drill to break. The instructions for use(IFU) for the handpiece/drive for use with this drill contains the following indication for use; "the radiolucent right angle drive is used to drill or ream through bone." The IFU also contains the following warning; "excessive pressure can damage either the drill bit or driver."

Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported that all broken pieces of the drill bit were successfully removed from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported that all broken pieces of the drill bit were successfully removed from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.